Event description:
It was reported that this right ventricular (rv) lead was found in unipolar pacing configuration when trying to perform an MRI on the patient. It was noted that the lead had high out of range impedances greater than 3000 ohms since implant. The lead was tug tested and tested on the pacing system analyzer (psa) during the revision, and they were still trying to determine the root cause. The physician explanted and replaced the lead. No additional adverse patient effects were reported.